Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown mets distal femur, femoral stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray image shows a long stemmed dfr tka with lucencies around both the tibial and femoral stems is consistent with fixation failure. The root cause for this mechanical complication cannot be determined from the limited documentation provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised. A review of the provided medical records by a clinical consultant confirmed the event: "the x-ray image shows a long stemmed dfr tka with lucencies around both the tibial and femoral stems is consistent with fixation failure. The root cause for this mechanical complication cannot be determined from the limited documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: per clinician review of provided medical records: "the x-ray image shows a long stemmed dfr tka with lucencies around both the tibial and femoral stems is consistent with fixation failure."

Event description:
As reported: surgeon has requested a patient specific distal femoral replacement with a cross screw. He would like to preserve 100mm of proximal femoral bone measured from the greater trochanter. The plan is to explant the mets df component but retain the metal casing in situ.